Manufacturer narrative:
(B)(4). Device product code - ni. Expiration date - ni. Date implanted - 2002. Unknown stem, unknown liner, unknown cup/ part numbers and lot numbers all unknown. Manufacture date ¿ ni. Customer indicated that the product will not be returned to zimmer biomet for investigation, as device was retained by hospital. No device or photo was provided therefore the condition of the components are unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It was reported that multiple devices were used during the procedure and may have cause or contributed to the adverse event. Zimmer biomet requested additional information on these devices from the customer; however, a response has not yet been received. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet with continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01902.

Event description:
It was reported that patient underwent left hip revision due to pain approximately 15 years post-implantation. During surgery, it was noted the trunnion of the stem and the internal reunion of the head were both black in color, likely due to corrosion. Wear of the poly liner was also noted. Patient was reported to have elevated metal ion levels and tinnitus.